Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was confirmed; however, a root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k uhd lcd monitor takes time for the image to be displayed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image output display on hdmi port. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: no image output display, the monitor start up is slow and the front panel buttons are not functioning intermittently. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.